Event description:
It was reported that there was a hardware removal of tibial lift plate on (B)(6) 2013. Implant date is unknown. The removal was performed to accommodate a future total knee procedure. During removal it was found that one of the screws was cold welded into the plate and the surgeon broke 2 screw drivers (broken shafts) and a t-handle (broken weld at the t) trying to remove the screw. The procedure was successfully completed by using a midas rex drill. The patient has an extended incision and the procedure was completed. It was noted the surgeon will have follow up with patient on recovery process. This report is on the stardrive screwdriver t25 self-retaining. This is 2 of 5 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and is not implanted/explanted. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this compliant condition. The device was returned and the investigation is ongoing. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The returned t25 stardrive was manufactured in january 2006 and is over 7 years old. The returned product shows no sign of breakage or any design related issues. The product is in good condition.

Manufacturer narrative:
Device used for treatment and not diagnosis.one stardrive screwdriver t25/self-retaning was returned for evaluation. The returned instrument is not broken. The instrument shows normal wear from use but it is not broke or damaged in any way. The material was checked and passed. A hardness check was not performed because the instrument is not broke as complained. The returned screwdriver is in good overall condition.